Event description:
Neurosurgery pumped into evd set up and it broke. It is thought that the transducer is breaking at the connection to the catheter that connects to the patient. Break may be caused by a combination of the user twisting the connection too tight and/or the weight of the cords hanging from one side of the transducer may be causing a weakness at the connection site.